Event description:
It was reported that after approx. 10 to 15 minutes of using the surgical fiber during a prostate procedure, irradiation directional issue was observed. After 29 minutes of use, the procedure was stopped due to concern that damage may be caused. It was also reported that the fiber tip was broken. The case was completed using an alternate procedure. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the length of the fiber. Probable root cause: based on the device analysis, the product complaint "fiber damage at tip / beam direction issue" could not be confirmed; glass cap cratering was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The manufacturer has reviewed all information and determined that this event no longer meets the requirement of a reportable event for the device in question.